Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the replacement heads kept popping off while he/she was brushing his/her teeth. In addition, the last 2 replacements he/she had used had the brush head break off the end. No injury was reported.